Event description:
Per report, "the machine is making lots of noise sounds like a hammer is banging in the inside. There was more air coming from the sides by the on off button, it seemed to be much more air then usual. The mouth piece is still blowing but it isn't blowing as much out. It's blowing about half as much as normal out."

Manufacturer narrative:
Per report, "the machine is making lots of noise sounds like a hammer is banging in the inside. There was more air coming from the sides by the on off button, it seemed to be much more air then usual. The mouth piece is still blowing but it isn't blowing as much out. It's blowing about half as much as normal out." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.